Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure in the liver varices using ruby coils, a lantern delivery microcatheter (lantern), and a non-penumbra guide catheter. During the procedure, the physician advanced the lantern through the guide catheter and into the target location. Subsequently, the physician placed and detached a ruby coil in the vessel; however, while removing the pusher assembly of the coil, the physician experienced resistance and broke the distal end of the lantern. It was reported that the lantern was broken but was intact. Therefore, the physician advanced a guidewire through the lantern and the lantern was removed out from the guide catheter. The procedure was completed using a new lantern, additional ruby coils, and the same guide catheter. There was no report of an adverse effect to the patient.